Event description:
It was reported that the ultrasonic core broke. A 135cm x 50cm ekosonic endovascular device was selected for use in a right lower extremity ultrasound-accelerated thrombolysis procedure for deep vein thrombosis (dvt). During the procedure inside the body, while attempting to remove and reposition the catheter into a better location, the ultrasonic core broke into two pieces. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that the ultrasonic core broke. A 135cm x 50cm ekosonic endovascular device was selected for use in a right lower extremity ultrasound-accelerated thrombolysis procedure for deep vein thrombosis (dvt). During the procedure inside the body, while attempting to remove and reposition the catheter into a better location, the ultrasonic core broke into two pieces. The procedure was completed using an alternate device. No patient complications were reported.